Manufacturer narrative:
Engineering analysis of the returned implant shows that the failure appears to be due to both torsional and cantilever overload between the o-ball head and implant body. The engineering analysis is not consistent with the verbal report provided by the dental professional, in which the bone was noted as soft, the pilot hole was drilled deeper than usual and the torque reading was maintained below 45 n-cm. If the verbal information is correct, softer bone, a deeper pilot hole and restricting excessive force on the implant would have made implant placement easier and would not have resulted in the observed failure modes identified on the broken implant. Further, the 2.9 mdi implants are not indicated for use in mandibular cases.

Event description:
A dentist reported that a 3m espe mdi mini dental implant o-ball prosthetic head - collared - 2.9 x 13mm (mii-ob-13) fractured during placement on (B)(6) 2016. It was reported that the oball head fractured off in the wrench and that the remainder of the implant was removed surgically using a trephine drill. The surgery was performed without complication and current patient status was reported to be fine. No other injury was reported. The patient's bone was reported to seem soft via CT scan, and the dentist reported drilling deeper than usual during placement and kept the torque just under 45ncm before the implant fractured.